Event description:
It was reported that this left ventricular (lv) lead produced phrenic nerve stimulation so it was explanted and a new lead was implanted with no issues. No additional patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.